Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of lcd image distorted. This condition had the potential interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a "liquid crystal image distorted" was confirmed during product evaluation. The root cause of this condition was assigned to a distorted main display. It is unknown whether or not the device was repaired. This is involving a pump with software version 8.11.00 which is categorized as a colleague p1.7. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.